Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous air bubbles were observed exiting the cartridge during the air removal step. Contact changed out the cartridge to resolve the issue. Customer's blood glucose was 200-300 mg/dl.